Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump kept shutting off and resetting. She stated that the customer's blood glucose level was over 400 mg/dl. It was stated that the customer received an off no power alarm without a low battery alert prior. The alarm history showed an out off alarm and multiple no delivery alarms. Current blood glucose level was 201 mg/dl. During troubleshooting, they confirmed that there were unattended alarms. It was advised to monitor the insulin pump. The device will not be returned for analysis.